Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019, was hospitalized for an infected hand. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 due to abdominal pain and excoriated/painful fingertips (right hand). Upon evaluation, the patient¿s fingertips (index, middle, ring) were found to be infected, and the patient was formally admitted. A peritoneal effluent fluid culture and cell count (wbcs elevated, result unavailable) were obtained, and the patient was also diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) and intravenous (IV) antibiotics (drugs, dosages, frequency, durations unavailable), and their pain began to abate. On (B)(6) 2021, the preliminary peritoneal effluent fluid culture results were positive for pseudomonas (species unavailable), and the decision was made to remove the patient¿s pd catheter (not a fresenius product). On (B)(6) 2021 the patient¿s pd catheter was surgically removed, while a hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient transitioned to hd for renal replacement therapy (rrt) later the same day without issue and was discharged home on 26/may/2021. The patient primarily remains on incenter hd; however, the patient contact has been receiving pd training. The patient¿s index, middle and ring fingertips will need to be amputated, and they will require assistance in order to return to pd therapy. The pdrn stated the patient¿s hands became excoriated/infected due to their profession, and the peritonitis was related to inadequate hand hygiene. During a home evaluation, it was discovered the patient was not washing/sterilizing their hands due to the pain in their fingertips. The patient¿s pd catheter was surgically replaced (date not provided) and the patient is gradually returning to pd therapy, while continuing to undergo hd therapy until the outcome of the amputations are known. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of painful/excoriated/infected fingertips and peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy, peritoneal dialysis (pd) catheter removal and the temporary transition to hemodialysis (hd) therapy. Causality is attributed to the patient¿s excoriated/infected fingertips, and inadequate hand hygiene prior to handling the pd catheter (not a fresenius product). During a home evaluation, it was discovered the patient was not washing/sterilizing their hands due to the pain in their fingertips. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Additionally, pseudomonas is associated with severe peritoneal infections, usually resulting in the removal of the pd catheter. Based on the information available, the patient¿s liberty select cycler and liberty cycler set are excluded from having caused or contributed to the patient¿s serious adverse event(s). There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction occurred triggering the patient¿s serious adverse event(s).